Manufacturer narrative:
Patient information was unavailable. During the onsite inspection, the medtronic representative reported that the system operated within specifications. No issue was reported. The system's logs were sent to the manufacturer for further analysis. A successful system checkout was performed which verified that the issue had been resolved. A software investigation was conducted to analyze the system logs where it was determined that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that during a t-lift case, the system was unable to track the stealthair frame once entering the navigation page of the software and tracking the elevated instrument. After this behavior occurred, the physician went to the verify instrument page which was missing the proper tool card. After readying the tool card, the system functioned as designed. The software was functioning as expected within the verify instrument, acquire exam, and navigation page of the software prior to the elevated instrument being tracked. There was no patient impact or delay in surgery reported. Surgery proceeded as planned.